Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID # (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452812/01424296), codman coils (presidio 18 microcoil (pc418124030/f56993), orbit coil (638cf0925/15193815 x2), orbit complex standard tdl 8x24 coil (638cf0824/15000003 x2), orbit complex fill 8x24 coil (637cf0824/13471155), orbit complex standard tdl 8x24 coil (638cf0824/15238231), orbit complex standard tdl 5x10 coil (638cf0510/15000009 x2), deltapaq 10 microcoil (cdf10041030/g12033), and other non-codman coils of the right middle cerebral artery, and thirteen months after the index procedure, an angiogram revealed recanalization with 60% occlusion rate from 100% of the aneurysm treated during the index procedure due to coil compaction. No action was taken as of three months after onset, but the patient is scheduled to take re-treatment with coil embolization. The event outcome as of three months was ongoing, unchanged. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The report from the (B)(4) pms enterprise clinical study indicated that there was recanalization of the treated right middle cerebral artery thirteen months after the enterprise vrd assisted coiling with 10 codman coils [presidio 18 microcoil (pc418124030/f56993), orbit coil (638cf0925/15193815 x2), orbit complex standard tdl 8x24 coil (638cf0824/15000003 x2), orbit complex fill 8x24 coil (637cf0824/13471155), orbit complex standard tdl 8x24 coil (638cf0824/15238231), orbit complex standard tdl 5x10 coil (638cf0510/15000009 x2), deltapaq 10 microcoil (cdf10041030/g12033)] and five noncordis v-track coils (terumo). Angiogram thirteen months post index revealed 60% occlusion rate compared to 100% post index procedure due to coil compaction. No action was taken as of three months after follow-up; however, the patient is scheduled for re-treatment with coil embolization. The event outcome as of three months was ongoing, unchanged. According to the physician the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. A review of the manufacturing documentation associated with the implanted codman coil lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The patient's medical history consisted of renal disease, cardiac disease, hypertension, hemorrhagic stroke and a clipping of anterior communicating artery. No further information was provided. The unruptured saccular aneurysm neck was 8.0mm, and the neck to sac ratio was 8.0mm:12.1mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.7mm. Heparin 8,000u was administered intra-procedurally. The occlusion rate of aneurysm was 100% after the index procedure. At the time of the 1-year follow-up (13 months post procedure) the aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:12.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.6mm. The occlusion rate of aneurysm was 60%. The modified rankin scale (mrs) score was 0 pre-index procedure, five days post procedure, and thirteen months post procedure. Procedural and diagnostic images are not available. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00612, 1058196-2012-00279, 1058196-2012-00280, 1058196-2012-00281, 1058196-2012-00282, 1058196-2012-00283, and 2954740-2012-00613.

Manufacturer narrative:
The patient's medical history consisted of renal disease, cardiac disease, hypertension, hemorrhagic stroke and a clipping of anterior communicating artery. No further information was provided. The unruptured saccular aneurysm neck was 8.0mm, and the neck to sac ratio was 8.0mm:12.1mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.7mm. The mrs on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, on (B)(6) 2011 was 0. The act was 225 seconds post anticoagulation. Unknown for pre anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:12.3mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.6mm. Mrs was 0. The occlusion rate of aneurysm was 60%. Antiplatelet therapy included aspirin 81mg/day: (B)(6) 2004 ~ ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2010 - (B)(6) ~ 2011, argatroban hydrate 60mg/day: (B)(4) 2010, cilostazol 100mg/day: (B)(6) 2011, heparin 8,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, roadmaster/goodman, 606-s255fx (15154635), chikai/asahi intec were utilized. Other devices utilized during the index procedure were, excelsior 1018, pc4181034-30 (f57014), and five v-track coils (terumo). No further information is available and procedural images are not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00612, 1058196-2012-00279, 1058196-2012-00280, 1058196-2012-00281, 1058196-2012-00282, 1058196-2012-00283, and 2954740-2012-00613.